Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually investigated. The packaging sterility was found to be compromised. The complaint is confirmed. The root cause is attributed to the manufacturing process. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was conducted, and only two similar complaints were identified. No patient contacts.

Event description:
The account alleges that there was a defect in the packaging seal, resulting in incomplete sterilization of the contents. This was identified during an initial inspection of the received product. The device was not sent to a user facility.